Event description:
Customer reported that they had an air bubble in the reservoir. Customer was not following directions when they were advised to fill the reservoir with air of 250u. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)